Manufacturer narrative:
Concomitant: lead 5076-52 implanted: 2013-(B)(6).

Event description:
It was reported that during use the right ventricular (rv) lead exhibited nonphysiological noise. The rv was capped and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.